Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "extension tube leakage." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the root cause could not be determined. The product returned for evaluation was a groshong nxt clearvue catheter with a two-piece connector. Use residue was observed throughout the catheter. A photograph and video of the catheter were also returned for evaluation. The video of the catheter showed the catheter being flushed. A leak was observed between the distal and proximal connector pieces in the returned video. An attempt to flush the returned catheter with water using a 12ml syringe revealed the catheter was patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurized testing as well. Microscopic inspection of the proximal connector piece revealed a small gap in the plastic. However, no leaks were observed from the region during functional testing. The leak could not be reproduced with the sample that was returned. However, a leak was observed in the returned video. Clinical conditions that could not be replicated may have contributed to the leak. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "extension tube leakage." No other information was provided.